Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer originally reported that his olympus evis exera ii video system center¿s display was intermittently flickering during a procedure. This initial event and subsequent details were captured under report with patient identifier (B)(6). During diligence, the customer noted that this same event had occurred multiple times during different colonoscopy procedures. According to the initial reporter, in all cases, the procedures were completed without patient harm, using the subject device once the flickering subsided. This report is being submitted to capture the unknown number of occurrences noted by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.